Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the upper screen displayed dark patches and screen to be unreadable. To address the issue, the fse replaced the display top lcd assembly. The fse ran the unit and it and passed all performance and functional tests. The iabp unit was to the customer for clinical use

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a monitor related issue in which the upper screen displayed static, dark blank spots and was unreadable. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.